Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11: h11: the device along with a video of the device were received for evaluation. Visual inspection of the actual device was performed and the exterior of the device was observed burned and damaged. Due to the extensive fire damage, the device logs could not be downloaded and functional tests could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The video was reviewed and showed the wifi b-router was completely consumed by the fire event and the exterior housing of the cycler was charred and discolored. The observed discoloration was consistent with heat exposure from the wifi b-router. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice claria device experienced a fire. The issue was described as ¿a fire broke out at the b end of the bridge, causing the back line of the machine to burn down. The entire machine was burnt." The patient was not connected during the time of the event. This occurred during an unspecified process step of automated peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.